Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin, on (B)(6) 2026, it was reported by tandem that the patient experienced inaccurate cgm values. The patient experienced dizziness and was hospitalized for dka. The cgm was reading low, and the blood glucose reading was 900 mg/dl. Per documentation, the patient had insulin (IV),IV fluids / saline. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.